Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested. Further information was received from the user facility that they have used the ventilator in tandem with a high frequency jet ventilator (hfjv). The reported tandem use of a hfjv implies that the hfjv is connected to an et tube adapter and it induces a ¿jet¿ of gas out of the adapter into the airway. The measured inspiratory values would be as per the set parameter values but the measured expiratory values would include the values of the hfjv and therefore, the measured expiratory values would not reflect the parameter settings and will lead to generation of appropriate alarms. The use of a hfjv in tandem with the ventilator has not been tested, approved, or recommended for use with this ventilator system. Therefore the consequences of its use with our ventilator are unknown.

Event description:
It was reported that the ventilator alarmed for low expiratory minute volume. There was no patient harm. Manufacturer's ref #: (B)(4).